Event description:
It was reported that in anesthesia, the md was not able to advance the guide wire through the syringe due to severe resistance. As a result, a new kit was opened and used successfully. A delay was reported, however, there was no pt harm due to the delay. There was no reported death, complications or injury to the pt due to this event. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of the product malfunction, therefore, it is reportable.

Manufacturer narrative:
(B)(4).